Event description:
According to the reporter, the video laryngoscope's camera slowly fades and shuts off when turned on and could not turn back on even after battery replacement. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that a test battery was used. The display and led did not work at first. But applying pressure to the battery did allow the device to work. Multiple test batteries were used with the customer¿s device and many of them either did not power on the device or needed pressure to turn on the device. A test battery was found that powered on the device and there were no screen or display issues. The power was kept on for 10 minutes and there were still no issues found. Ingress testing was completed, and it was found that the device had increased in mass by 0.410 grams (cl-15756). There was also water leakage observed from the device¿s screen. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.